Manufacturer narrative:
The insulin pump had blank display due to corroded battery tube. Pump was received with cracked and bleeding lcd glass, minor scratched display window, detached end cap, cracked battery tube threads, partially broken off reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that she fell off her bike. The customer stated that the reservoir ring cracked and the cover where the medtronic bumper broke off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.